Manufacturer narrative:
The infection prevention control department at the user facility further reported that the channel was positive for coagulase-negative staphylococci was detected during a surveillance culture test on (B)(6) 2019. The device was not used on a patient with a known infection of the same microorganism. On (B)(6) 2019 the scope was used on a patient with multi-drug resistant organism which is what triggered the device sampling and culturing. The patient was reported to have pancreatitis. The device was not used after as the scope was removed from service on (B)(6) 2019. There were no patient infections reported. An endoscopy support specialist (ess) visited the user facility and conducted an observation on the staff's reprocessing. The ess noted the staff was performing all the steps that olympus recommends for cleaning of the scope but observed the staff was not suctioning for the correct amount of time during the manual cleaning. Additionally, the ess noted instead of manually flushing the scopes, the staff was utilizing scope buddy. After the observation, the reprocessing educator at the user facility declined an in-service in reprocessing training. The scope was sent to an independent laboratory for culture testing. The scope tested positive for micrococcus luteus, micrococcus yunnanens, klebsiella pneumonia, pseudomonas geniculate, and stenotrophomonas pavanii. The scope was then ethylene oxide sterilized and returned to the service center for a physical device evaluation. A visual inspection was performed on the scope's instrument channel and multiple tear marks were observed on the channel wall from the proximal biopsy port side and at the distal bending section side. There were no signs of kinks, stains, or foreign material inside the instrument channel. The scope failed the leak test due to the tear marks inside the channel. Additionally, the service group noted the ultrasound image had 10+ full broken elements, a shadow on echo line and a cracked light guide lens. The cause of the damaged/leaking channel was likely attributed to handling. A review of the service history of the scope indicates the scope was purchased on (B)(6) 2017 with one repair in the past two years; not related to positive culture or a contamination issue. Based on the investigation results, the exact cause of the reported positive culture could not be determined.

Manufacturer narrative:
The scope was returned to the service center for evaluation; however, the investigation is ongoing. The scope will be forwarded to an independent laboratory for microbial testing. In addition, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that the scope cultured positive for staphylococcus sp. After it had been reprocessed. There was no patient injury/infection reported.